Event description:
The customer contacted baxter?s technical service center regarding a system error (se) 2240 alarm (air in tubing), which occurred on the homechoice (hc) during use, during drain 3 of 5. The hp saw air that appeared to be coming from the transfer set. The hp stated that he has an appointment for the transfer set to be replaced. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The home patient was contacted and he said he went to see his nurse that day and they were not able to determine where the air came from. He said there was no leak on his transfer set or anywhere else. He said that his nurse changed his transfer set that day and since then he has been completing therapy successfully. His nurse had him take antibiotics as a precautionary measure. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.